Manufacturer narrative:
A manufacturing evaluation could not be conducted as device lot serial numbers are not available. Images were received by gore from the facility via email with no patient identifier or date of acquisition. The images provided could not be manipulated in any way, and did not allow for evaluation in relationship to this event. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, endoprosthesis stent fracture, rupture, and death.

Event description:
On an unknown date in 2011, the patient was implanted with a gore® excluder® aaa endoprosthesis (item- and lot numbers unknown). The internal iliac artery (side unknown) was coiled, and the stent-graft system was extended to the proximal external iliac artery. On (B)(6) 2015, diagnostic imaging reportedly revealed rupture of a large iliac aneurysm with unspecified endoleaks. According to the physician, the rupture may have been caused by an endoprosthesis wire fracture. On the same day, the patient underwent a re-intervention procedure whereby a 12mm x 10 cm graft was implanted to extend the stent-graft system to the distal external iliac artery. After the procedure, the patient reportedly experienced complications in ICU, including two cardiac arrests. The patient was later reported to be hemodynamically stable in ICU, however, the physician suspected a compartment syndrome. According to the report, the patient's family would not consent to any open surgery. On (B)(6) 2015, the patient's family elected to withdraw care, as his general status was not improving and he required dialysis. On the same day, the patient expired.

Manufacturer narrative:
Please note: complaint was received by gore via complainant email, and not literature as previously reported.